Event description:
The following was reported to hamilton medical ag: device error reported after startup, other parameters are normal. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).